Event description:
It was reported that a pta balloon could not be deflated for ten minutes after the first inflation at 8-9 atm within the proximal superficial femoral/popliteal bypass. The pta balloon was successfully deflated by pulling back on the catheter and pulling negative pressure. There was no pt injury.

Manufacturer narrative:
The lot number for the device has been obtained. A review of the device history records is currently being performed. The sample has not been returned to the MFR for eval to date. The investigation is currently underway.